Event description:
It was reported that the device battery voltage, while in the box, was 2.90 v, possibly due to exposure to temperatures in the "30-40's" range. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.